Manufacturer narrative:
(B)(4). This complaint is for a report of a user error, and as such a device evaluation and batch review will not be conducted. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The actual sample was discarded, however a companion sample with the same lot number was available and requested. A follow-up MDR will be submitted if additional information is obtained.

Event description:
During a follow up for an unrelated alarm, product surveillance had contacted the home patient (hp) on (B)(6) 2011. Product surveillance learned that after receiving the alarm, the hp power cycled and reused the same supplies to complete the therapy. The nurse was not contacted regarding the event, so baxter advised the patient to contact the nurse. No patient injury or medical intervention was reported.